Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm and motor error alarm. The customer stated that they were able to clear the alarm. Customer was able to complete rewind. The troubleshooting was performed and customer also stated that they did received another unexpected restart alarm after battery change. Customer did not report an motor position encoder error alarm. The customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.